Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03438 / 03439).

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection. The femoral stem and modular head were removed and replaced. During the procedure, the cone trial body would not separate from the definitive implant. While trying to remove the trial body from the stem, the stem came out with the body still attached. As a result, the surgeon reamed the femur further and implanted a larger size stem.